Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 1ml of juvéderm ultra¿ xc. Chlorhexidine 0.1% and numbing were applied at time of injection. ¿pin point bleeding, some swelling and bruising on top right on lips body but cap refill normal. Tissues pink and well perfused. Massaged lips after treatment.¿ arnica was recommended for bruising. Patient was booked for 2-week review. Patient returned the following day for review. Patient provided photos of big bruise on lip. It was observed that the bruise was the same (no color change, no further spread, no pain at rest, pain 2/10 when pressed). Patient went in for review again where cap refill was 3 seconds. It was decided that the filler wouldn¿t be dissolved. However, patient was advised to keep an eye on bruise color, blanching, and pain and come back if anything is concerning. Led was applied. Per cap refill video, color returned quickly. Patient was advised to take 100mg of aspirin x2, apply hot compress, and firmly massage before bed. The next day, the cap refill was sluggish (more than 5 seconds) and there was a large hematoma to ruq mucosa of lip. Patient was prescribed 1500u hyalase® for lips until the cap refill was under 2 seconds. After about 50u were administered, small improvement was noted though the cap refill remained sluggish and required further treatment. Client began crying and complained of pain and treatment was stopped. Patient was advised that blood flow was not reliable enough to ensure tissue will not die and was given a 12hr window for restoration of flow. Patient was also advised of the irreversible nature of the potential permanent damage. Patient refused to continue. Patient was convinced to come back later that day to complete hyalase® treatment. Patient was extremely anxious and scared. The cap refill was still sluggish and pallor/mottled appearance was present. 1200u hyalase® administered to top lip and massaged well. Patient was distressed throughout treatment and screamed and cried throughout, so hyalase® treatment took about 1-hour and 15min. Filler was successfully broken down with no adverse issues/allergies. Cap refill was brisk (less than 2 seconds) throughout cutaneous lip, body of lip, and mucosa. Patient was treated with yellow led and advised to ice. Patient was scheduled for review in 3 days later. The following day, patient returned for review. Patient experienced tenderness when area was touched but felt no pain at rest. Cap refill was brisk (less than 2 seconds) throughout cutaneous lip, body of lip and mucosa. A small bruise was observed on top lip in the middle as well as some bruising above lip borders on right side, but cap refill was less than two seconds. Patient was advised to keep an eye on the area and to let hcps know if any pain, discoloration, or changes happened. Patient was treated with led and booked for review in one week.

Manufacturer narrative:
Additional information: h.6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported patient was injected with 1ml of juvéderm ultra¿ xc. Chlorhexidine 0.1% and numbing were applied at time of injection. ¿pin point bleeding, some swelling and bruising on top right on lips body but cap refill normal. Tissues pink and well perfused. Massaged lips after treatment.¿ arnica was recommended for bruising. Patient was booked for 2-week review. Patient returned the following day for review. Patient provided photos of big bruise on lip. It was observed that the bruise was the same (no color change, no further spread, no pain at rest, pain 2/10 when pressed). Patient went in for review again where cap refill was 3 seconds. It was decided that the filler wouldn¿t be dissolved. However, patient was advised to keep an eye on bruise color, blanching, and pain and come back if anything is concerning. Led was applied. Per cap refill video, color returned quickly. Patient was advised to take 100mg of aspirin x2, apply hot compress, and firmly massage before bed. The next day, the cap refill was sluggish (more than 5 seconds) and there was a large hematoma to ruq mucosa of lip. Patient was prescribed 1500u hyalase® for lips until the cap refill was under 2 seconds. After about 50u were administered, small improvement was noted though the cap refill remained sluggish and required further treatment. Client began crying and complained of pain and treatment was stopped. Patient was advised that blood flow was not reliable enough to ensure tissue will not die and was given a 12hr window for restoration of flow. Patient was also advised of the irreversible nature of the potential permanent damage. Patient refused to continue. Patient was convinced to come back later that day to complete hyalase® treatment. Patient was extremely anxious and scared. The cap refill was still sluggish and pallor/mottled appearance was present. 1200u hyalase® administered to top lip and massaged well. Patient was distressed throughout treatment and screamed and cried throughout, so hyalase® treatment took about 1-hour and 15min. Filler was successfully broken down with no adverse issues/allergies. Cap refill was brisk (less than 2 seconds) throughout cutaneous lip, body of lip, and mucosa. Patient was treated with yellow led and advised to ice. Patient was scheduled for review in 3 days later. The following day, patient returned for review. Patient experienced tenderness when area was touched but felt no pain at rest. Cap refill was brisk (less than 2 seconds) throughout cutaneous lip, body of lip and mucosa. A small bruise was observed on top lip in the middle as well as some bruising above lip borders on right side, but cap refill was less than two seconds. Patient was advised to keep an eye on the area and to let hcps know if any pain, discoloration, or changes happened. Patient was treated with led and booked for review in one week.